Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon, ¿e225 (the device was not recognized when it was connected to 2 different processors)¿, was reproduced. According to the device inspection results, damage was confirmed in the cable sheath. Therefore, it was determined that e225 occurred due to faulty cable (internal disconnection and the like). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the word ¿columns¿ in the customer reported event description refers to "mobile workstations".

Manufacturer narrative:
During the evaluation, the following were confirmed; error code e225, cut in video cable and an image issue due to a damaged video cable. The replacement of the cable unit was required as a major repair to return the instrument to the original equipment manufacturer (o)em specification. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head image was not recognized on two different columns. There were no reports of patient harm.